Manufacturer narrative:
This report is being filed on an international product list 8p32-20, that has a similar us product distributed in the us, list 8p32-21/31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity I ca 19-9xr results on one 84yrs old male patient. The results provided were: initial neat=> 1200 u/ml /auto dilution=356.0 u/ml. Additional information provided: cea=23 ng/ml. It is unknown if the patient has been diagnosed with pancreatic cancer. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of alinity I ca 19-9xr reagent lot number, 45165fp00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot 45165fp00 and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I ca 19-9xr reagent lot number, 45165fp00. Updated section h6-adeverse event problem: medical device problem code: to a090810 from a090809.

Event description:
The customer observed falsely decreased alinity I ca 19-9xr results on one 84yrs old male patient. The results provided were: neat=> 1200 u/ml /auto dilution=356.0 u/ml . Additional information provided: cea=23 ng/ml. It is unknown if the patient has been diagnosed with pancreatic cancer. There was no reported impact to patient management.